Event description:
A patient reported experiencing hypoglycemia while using a surestep meter. On event date, patient was not feeling "out" and passed out around 08:00pm. Paramedics were called and found patient's blood glucose 83mg/dl on ss meter. Paramedics did test patient on their meter for unknown reasons. Paramedics transferred patient to emergency room where blood glucose was 31mg/dl on meter of unknown brand. Patient was treated for hypoglycemia at ER and released home after 2 hours. No further information has been reported.